Event description:
Patient contacted dexcom technical on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor removal, sensor wire was missing. Patient claimed that sensor wire was not left in patient's body. Patient reported experiencing no discomfort at site of insertion. No medical intervention was necessary.